Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that his sensor has been giving him incorrect readings, and that he was getting rising alerts and falling alerts within short time frames. His blood glucose at the time of incident was 120 mg/dl, but his sensor glucose was between 40 and 50 mg/dl. Customer stated that he turned off the sensor feature because it was activating the insulin pump's threshold suspend feature. Troubleshooting was initiated for the discrepancy between sensor glucose and blood glucose values. No products were returned and a replacement sensor was shipped to the customer.